Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient; however, there is no allegation of device malfunction. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valve and the tavr procedure. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. In addition, the patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malpositioning, inaccurate measurement of the native valve annulus, improper valve sizing, and uneven distribution of calcium on the native valve. In this case, the cause for the pvl cannot be confirmed however, patient (severe aortic valve calcification) and procedural factors may have caused or contributed to the event. Specific patient factors, confirming the amount of native valve calcification were not provided. As reported in the operative notes, the post-dilation of the first sapien valve contributed to the central leak. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
It was reported to the edwards field clinical specialist that during a transapical tavr procedure a valve in valve procedure occurred. Operative notes received from the facility were obtained and indicated that upon deployment of the first 23mm sapien valve in an appropriate position, tee revealed mild to moderate pvl. An additional 1ml was added to the atrion syringe and the valve was post-dilated. There still was pvl and a newly created central leak was noted. A decision was made to implant a second 23mm valve, which was deployed inside the first valve, resulting in a satisfactory final result with trace pvl and no cai. Post procedure the patient was transferred to the ICU in serious but stable condition.